Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 100% stenosed lesion was located in a moderately tortuous left anterior tibial artery. The physician used a 1.5 x 20 x 142cm sterling es otw balloon and upon the first inflation to 8atms, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.